Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode after performing a post-implant device check.; a pacemaker medicated tachycardia alert was also noted. The egm trigger was turned on and a consistent retrograde was noted. No additional information was available at this time.